Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a full height cubie drawer failure occurred. The device was found with medication spilled and debris inside, and the spill had covered the contacts of a triple wide pocket. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row a was not detected and row c wouldn't release. A field service engineer (fse) removed the side panel and tray a for inspection and discovered that a medication had spilled, covering the contacts of a triple wide pocket, specifically in space 2. The station was powered down by fse to ensure safety, and the customer cleaned the contaminated contact area. After the cleanup was completed, fse reassembled the trays and verified that they were properly installed. Row c was inspected by fse and confirmed to have no issues. Fse also removed additional debris that was present in the area and other than the medication spill.the system functioned as intended after the field service engineer repaired the device.